Event description:
It was reported the patient experienced a bothersome tingling down their left leg intermittently for three weeks. The tingling started after a fall. The patient¿s urgency and frequency also returned. The patient was getting up eight times a night, up from zero to two times a night. The current program had been working until the fall. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0h9v5, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).